Event description:
It was reported that an unspecified quantity [at least four (4)] of large volume infusors over-infused. The infusions were running in less than 24 hours when the infusion rate was 7ml/hr, with a total of 45 hours of infusion. This was identified after use. There was no report of patient injury or medical intervention associated with this event. No additional

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.